Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional product code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
The surgeon was in the process of implanting a trochanteric fixation nail (tfn) for an intertrochanteric hip fracture and during the hammering of the helical blade there was an impingement by the engaged lock at the proximal end of the nail. They performed x-rays and it did look like the locking device was down. The surgical tech could not recall if the plastic sliding post which prevents the screw from sliding down was present when they opened the tfn set. The surgeon removed the nail and the helical blade and replaced it with a different nail and helical blade for completion of the procedure. The procedure was delayed by 25 minutes. This report is 1 of 2 for complaint (B)(4).